Manufacturer narrative:
No device was received for analysis at the time of submission of the initial 3500a. Since the product was not returned for analysis, no product failure analysis can be conducted and no determination of possible contributing factors could be made. As such, the investigation will be closed. If the complaint device is received in the future, we will reopen the complaint and perform the investigation as appropriate. Since no lot number was provided, no device history record (DHR) review could be performed. Full UDI # information unavailable since the lot number is unknown. (B)(4).

Event description:
It was reported that a patient underwent a procedure with a preface guiding sheath where air was found inside. The sheath was replaced with a new one. No patient consequences were reported. Multiple attempts have been made to obtain additional information regarding this event, but none has been made available. Air in the sheath has the potential to cause patient injury, making this an MDR reportable event.

Manufacturer narrative:
The bwi failure analysis lab received the device for evaluation on 06/04/2018. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. Manufacturer's ref. No: (B)(4).

Manufacturer narrative:
It was reported that a patient underwent a procedure with a preface guiding sheath where air was found inside. The sheath was replaced with a new one. No patient consequences were reported. The investigational analysis has been completed. The device was visually inspected and it was found to be in normal conditions. The cannula sheath and vessel dilator were received for analysis inside a plastic bag. Functional testing was performed. A lab sample syringe filled with water was attached to the stopcock valve of the received cannula sheath, and was successfully flushed. No back air flows were observed into the side port. No other anomalies were observed during flushing procedure. The customer complaint cannot be confirmed by the customer as ¿air flows back into side port¿ due to functional test was performed, and neither air flows back were observed into the side port nor other anomalies were observed during flushing procedure. The exact cause of the reported failure could not be conclusively determined during the analysis. Manufacture ref no: (B)(4).